Event description:
Additional information was received. The reason for call was in early may the patient was charging their implantable neurostimulator (ins) and it was taking a while for the controller to find their ins and then they received system problem rm06. The patient reset their controller and they were able to charge their ins. Pss documenting reported event. Patient reported they were not feeling their stimulation in certain body parts and received "settings not available" when they tried to increase their intensity. The patient met with medtronic representative on 4/27 and found out that 6 of their 16 electrodes were working. Patient met with medtronic representative on 4/30 and was told another one of their leads broke. The week of 5/3 ryan re-programmed the patient's ins using all available leads in one group to try to cover all of the patient's pain but that is "working very little." The patient is considering ha ving their entire system replaced. The patient said they had muscle pain and nerve pain in their back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) was wanting to get their stimulation during the day to 22-22.5 and was seeing setting not available. Pt said it usually does not them change their stimulation up unless their are almost fully charged (battery levels controller 90%, ins 100%) but the controller would only let them turn their stimulation down. Pt was down to 20.7 and wanted to be up at 22.5. Pt was in group a so pss had pt go into a different group (pt chose group c) and pt was able to increase stimulation in a different group (pt was at 14.6). Pt mentioned they don't use their other groups. Pt mentioned when they can't increase their stimulation, they get swelling in their leg. Pt has an appointment with their pain specialist today and is going to discuss inviting a different rep as their current rep changed some settings previously and "was talking like there was nothing else he could do". Patient services (pss) reviewed the role of the rep and that the rep could run diagnostics on the ins. The issue was not resolved. Additional information was reported that the patient is reaching stimulation limits on controller. Impedance check revealed electrode outages on contacts 2,7 and 8-15. There were no known environmental factors. They rep reprogrammed around high impedances. No actions have been taken, and the patient is being considered for a paddle revision. The issue was not resolved at the time of the report.